Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had connection issues. The following information was provided by the initial reporter: at times, we have had issues with the bd max zero needle-free connectors connecting to our spiros closed male leur w/red caps. We use the spiros red caps on the ends of our chemo infusion lines to help prevent any accidental leaks. The spiros red caps will not let chemo run through the line unless it is engaged. After nurses reported it to me in (B)(6) 2025, we educated nurses to make sure the bd max zero was completely engaging with the spiros connector. Two examples: nurse connected the bd max to the spiros and the bd popped off. Nurse tried to reconnect and they wouldn't, so she changed it out with one of our baxter one-link connectors to get infusion going and it worked. The other instance, the nurse thought the connector was engaged, but it popped off of the spiros red connector. She cleaned it and connected them again and was able to proceed with the infusion. She monitored it closely, and it remained connected the rest of the time.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.